Event description:
Procedure performed: lap cholecystectomy. Event description: I went to this clinic and I have been fortuitously informed that an incident occurred at least a month ago (they could not say when exactly) with a clip applier. It was a lap cholecystecomy and the surgeon placed clips on the cystic duct. The surgery was done and the patient went home. After few days, the patient was ill and not feeling good. The surgeon has had to re operate as the clips did not hold. After few days after the surgery, the patient was ill and not feeling good. The patient needed to be re operate. The surgeon found no clip on the cystic duct and has had to place some new to close the cystic duct. Additional information received from applied medical representative via email on 24-may-2022: the handle of the clip applier was squeezed "plastic-to-plastic". The cystic duct was skeletonized before applying the clips. The clip applier was not used to skeletonize the cystic duct. The clip completely surrounded the cystic duct when it was closed. 1 clip was placed specimen-side and 2 clips patient-side. The surgeon cannot remember if the clip applier misfired or did not close properly while working on the cystic duct. The surgeon cannot remember if he clipped over other clips, but he knows not to apply one clip over another. During the revision surgery, the clips from the first surgery were recovered from the patient. The clips were found aside the cystic duct. The clips on the cystic artery were still in place. The clips are not available for investigation. There was no clinical imaging used to locate the clips, although a CT was done to diagnose peritonitis. The fallen clips had not caused visible damage to adjacent tissues/structures. The patient came back to the hospital with extreme abdominal pain. There was only bile leaking, no bleeding. According to the surgeon, approximately 1 liter of bile leaked. The patient is doing well now and is back at home. There are no pictures, recordings or clinical images available for study. Intervention: the surgeon found no clip on the cystic duct and has had to place some new to close the cystic duct. Patient status: the patient is doing well now and is back at home.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the clip slippage. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap cholecystectomy. Event description: I went to this clinic and I have been fortuitously informed that an incident occurred at least a month ago (they could not say when exactly) with a clip applier. It was a lap cholecystecomy and the surgeon placed clips on the cystic duct. The surgery was done and the patient went home. After few days, the patient was ill and not feeling good. The surgeon has had to re operate as the clips did not hold. After few days after the surgery, the patient was ill and not feeling good. The patient needed to be re operate. The surgeon found no clip on the cystic duct and has had to place some new to close the cystic duct. Additional information received from applied medical representative via email on 24-may-2022: the handle of the clip applier was squeezed "plastic-to-plastic". The cystic duct was skeletonized before applying the clips. The clip applier was not used to skeletonize the cystic duct. The clip completely surrounded the cystic duct when it was closed. 1 clip was placed specimen-side and 2 clips patient-side. The surgeon cannot remember if the clip applier misfired or did not close properly while working on the cystic duct. The surgeon cannot remember if he clipped over other clips, but he knows not to apply one clip over another. During the revision surgery, the clips from the first surgery were recovered from the patient. The clips were found aside the cystic duct. The clips on the cystic artery were still in place. The clips are not available for investigation. There was no clinical imaging used to locate the clips, although a CT was done to diagnose peritonitis. The fallen clips had not caused visible damage to adjacent tissues/structures. The patient came back to the hospital with extreme abdominal pain. There was only bile leaking, no bleeding. According to the surgeon, approximately 1 liter of bile leaked. The patient is doing well now and is back at home. There are no pictures, recordings or clinical images available for study. Intervention: the surgeon found no clip on the cystic duct and has had to place some new to close the cystic duct. Patient status: the patient is doing well now and is back at home.